Event description:
Info received that the arm rails was not latching up correctly. No injury reported.

Manufacturer narrative:
Tech found right intermediate siderail was not latching up correctly, bed was swapped to repair at warehouse. At warehouse - found black handle in the siderail arm was cracked and would not grab the metal hook latch. Replaced the black handle in the siderail arm to resolve this issue.